Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported air in line which was reproduced through troubleshooting of the device. Air in line alarms were verified through a review of the event history log and found to be caused by ultrasonic sensor both upper and lower readings out of specification. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constantly air in line alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.